Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer alleges infusion head set does not stick enough. Customer reported a leak occurring from her infusion set site. No adverse event reported. Requested return of the alleged device for evaluation.